Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her sensor was not working correctly it was not giving the correct readings. Customer stated that she removed the sensor and notice that there was no cannula on the sensor. Customer stated that they are unsure if the cannula was still in the skin. Customer stated that her doctor advised her that her site was fine. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Found sensor cannula broken inside sensor base.